Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2018. It was reported that the patient controller was malfunctioning and turning off the patient¿s stimulation by itself. The patient was sleeping when the stimulation turned off on its own, and it has happened about three times since shortly after implant (confirmed as (B)(6) 2018), with the most recent event happening on (B)(6) 2019. The stimulation is confirmed to be turned off on the patient controller when the patient feels the stimulation being off. The implantable neurostimulator was at 90% charge at the time of the report. When the stimulation turns off, the patient experiences a horrible return of pain in the back. The patient thought that it was the patient controller, but it was reviewed that replacing the patient controller would not be expected to resolve this issue. The patient was redirected to their health care professional. There were no further complications reported.